Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1, date of submission 03/30/2015. The pump has been returned and evaluted by product analysis on 03/30/2015 as follows: the pump powered on with auditory and vibrations and a blank screen which prohibited complete testing. Unrelated to the initial complaint, the display was found to be cracked.